Event description:
It was reported that balloon rupture occurred. A 5.0mmx40mmx80cm (4f) sterling balloon was advanced for dilation. However, during the first inflation at 8 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post-procedure.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. Functional testing was performed by inflating the device to rated burst pressure and it was able to hold pressure. Inspection of the remainder of the device presented no other damage or irregularities. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. A 5.0mmx40mmx80cm (4f) sterling balloon was advanced for dilation. However, during the first inflation at 8 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post-procedure.